Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump act button was unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's parent also mentioned that the customer was in the hospital and it was diabetes related. No other information on hospitalization was given by the customer's parent. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. (B)(4).

Manufacturer narrative:
Findings: pump was received with no button response due to flattened act button, down arrow button and up arrow button dome switch (not creased). Inspected j2/lcd connector and no unlocked connector noted. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.